Manufacturer narrative:
(B)(4). The cassette was returned and analyzed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing all were done with no issue noted. A simulated use test was conducted on a homechoice (hc) device with no issues noted. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette experienced a leak during priming. The leak occurred near the end of the patient line. The care giver (cg) planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.